Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/07/2014 with the following findings: several loss of prime warnings, which were due to non-zero low force readings and can be indicative of the event type reported, were observed in the black box data. The pump was exercised for 24 hours, during which no loss of prime warnings were observed: the reported event was not duplicated. The pump passed a force sensor calibration check. During analysis, the pump operated according to the specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.